Manufacturer narrative:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Patient wore the pod for 12 hours. Their blood glucose levels reached over 600 mg/dl.